Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the first device's needle and thread was found broke before it was used. The second device's thread was broken after opening the pack. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the first device's needle and thread was found broke before it was used. The second device's thread was broken after opening the pack. They then used another device to resolve the issue. There was no patient involvement.